Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; moving the rf (radio frequency) head cable changed telemetry signal strength and the rf head was out of specification on uplink functional tests; the rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head did not work. The rf head was returned because it was no longer needed. There was no patient involvement.